Event description:
It was reported that an unspecified cartridge alarm occurred. The customer's blood glucose was 132 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The following information was received on 4-26-2022: a review of the pump history logs indicated that no cartridge alarms had occurred. During troubleshooting, multiple new cartridges were loaded onto the pump and the pump performed as intended. Reportedly, the customer continued to use the pump for insulin therapy. This event does not meet MDR requirements as defined by 21 cfr 803.